Event description:
During an orthopedic procedure, the tourniquet cuff would not inflate. No pt injury was reported.

Manufacturer narrative:
The used device has been returned; however, a device analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted.